Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio 2 results. Results are as follows: date: (B)(6) 2013, inratio2 inr: >7.5, lab inr: 3.39. The time between testing was less than 5 minutes, however, the first drop of blood was not used. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.